Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider via the manufacturer's representative (rep) reported that the patient had a communication/telemetry issue and poor charging connection. No diagnostic testing or troubleshooting was performed but it was going to be evaluated at an office visit on (B)(6). It was unknown what the cause of the event was, if the issue was resolved, or if any patient symptoms or complications were associated with this event. Additional information received from the rep reported the patient cancelled the meeting and had an appointment for (B)(6). Later, it was reported by the rep the patient did not want troubleshooting and was going to be explanted. Relevant medical history included spinal pain and post-lumbar laminectomy syndrome.

Event description:
Additional information received reported that the patient would be explanted on (B)(6) 2015.